Manufacturer narrative:
The subject device was returned to olympus (B)(4) for evaluation. All contents of the initiation were reviewed with the picture of the damaged part, therefore, the actual device would not be sent to the manufacturer. The subject device was not returned to olympus medical systems corp. (Omsc) for investigation. Therefore, we conducted a survey based on the content of the proposal and the attached photo. It was confirmed that the probe was removed from the attached photo to the complaint information by (B)(4). It is possible to infer the cause from the results of past similar investigations, therefore it was determined that an investigation using equipment with similar structure or similar device is unnecessary. The device history record for the serial number indicated no anomaly with the event-related items below. [Inspection] high-frequency output [inspection] appearance the exact cause of the event couldn¿t be exclusively identified. However based on the past similar case, the probe broken was possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed mechanisms are shown below. <contact with a surgical instrument> during output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke when added load. <contact with non-insulated area of grasping section> the distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke when added load. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the physician that during an unspecified procedure using the subject device, the probe was broken off into the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported.